Event description:
Device 1 of 2. Reference MFR report#1627487-2019-00036. It was reported that the patient scs extensions were explanted and replaced on (B)(6) 2018. Reportedly, there was no evidence of allegation against the extensions. Reportedly, therapy was restored post-operatively.